Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. A 27mm watchman ® laa closure device was implanted. During a follow up transesophageal echocardiogram (tee) in (B)(6) 2017, the closure device was noticed to be embolized. The removal of the closure device will be planned for a future date.